Event description:
It was reported that there was no audible alarm from the internal speaker on the clinical information center (cic). The problem was corrected by rebooting the system. There was no death or serious injury associated with this event, nor was medical intervention required. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Manufacturer narrative:
The occupation of the initial reporter is unknown.